Manufacturer narrative:
Date sent: 06/03/2009. Damaged obturator cannula. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The obturator was returned with cap separated from obturator assembly. It could not be determined what may have caused the found condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a gastric bypass procedure, when the device was pulled from the tyvek, it was separated, so the device was not used. A new one was pulled and used to complete the procedure. There was no pt consequence.